Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73g1800873 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip was not loaded into the jaws properly. Then, at the second trial of loading, the clip got broken and fell in the patient's abdominal cavity. The fallen clip was retrieved, and the user replaced the device with a new one to continue the surgery.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip was not loaded into the jaws properly. Then, at the second trial of loading, the clip got broken and fell in the patient's abdominal cavity. The fallen clip was retrieved, and the user replaced the device with a new one to continue the surgery.

Manufacturer narrative:
Qn#(B)(4). Voided complaint: this report 3003898360-2019-00241 is being retracted, because it is a non-reportable event. Please make a note of it.